Manufacturer narrative:
Exact date unknown, event occurred in a year after implant. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 20465488.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure wherein the entire spinal cord stimulator system was removed. No further information could be obtained despite good faith effort.